Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Additional information: x-ray was done on (B)(6) 2014. Interventions included increase in oral baclofen, zanaflex and referral for pump revision that occurred on (B)(6) 2014. Patient was doing fine and receiving effective therapy. Device was not to be returned.

Event description:
It was reported that on approximately (B)(6) 2014, the patient started having increased spasms. The patient experienced increased spasticity in their lower extremities. The physician investigated and determined that the catheter was fractured in the back. Diagnostic testing/troubleshooting noted as x-rays were performed. There was a break in the catheter one cm from the anchor. The catheter was replaced. The plan was to place the new spinal segment and splice in the prone position. The old catheter was not removed. The physician estimated the length of the old spinal segment to be 38 cm located with the tip at bottom of t7. Eight cm was trimmed from the new spinal segment. The catheter was anchored and connected with a connecting pin and two clearboots to the existing pump segment. A priming bolus of 0.066 ml was programmed which is equivalent to priming only the new 30 cm spinal segment. The patient status at time of this report was indicated as alive; no injury. The pump was delivering compounded baclofen. Additional information was received. It was unknown when the x-ray was performed. The catheter break was ¿discovered¿ by x-ray.